Manufacturer narrative:
The thermogard console (B)(4) involved in the reported complaint will not be returned for evaluation because the hospital biomed engineering department inspected the console and noted that the console was dry, however, the presence of the saline was in the drip tray. The drip tray and the air trap holder were cleaned by the customer. The thermogard console passed the functional test without any error and worked as intended. Therefore, service was not required to be performed by zoll. The thermogard console was determined to be functional and was placed back for clinical use.

Event description:
During ivtm therapy, the user suspected a leak from the start-up kit (suk) (lot # unknown). The suk and the thermogard console (B)(4) were replaced to continue the therapy. No additional information was available on what troubleshooting was done to suspect the suk leak or why the console was replaced, however, the presence of the saline was observed in the drip tray of the console by the biomed engineer. No consequences or impact to the patient.